Manufacturer narrative:
The lot number is unk therefore, the date of manufacture can not be determined.

Event description:
Covidien received a letter dated (B)(6) 2011 which alleged a pt treated at (B)(6) suffered serious injury on two occasions. The letter alleges the pt's injuries occurred as a result of two shiley 8dct tracheostomy tubes. One occasion was reported as occurring in late (B)(6) 2009. The second tube and injury is reported on related report number 2936999-2011-00135.